Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump button was not respond. The customer blood glucose level was 323 mg/dl. Customer states that there was a response from a button and most of the buttons were unresponsive. Customer states block mode was inactive. Customer states the bolus menu was not available. Customer states the button was unresponsive during an easy bolus attempt and easy bolus feature was not responsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. (B)(4).